Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h6, h11 d4: attempts have been made to gather all product identification information and no further information has been provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is unlikely that the specified device caused any patient infection. The reported event is unconfirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). B3: publication date: may 2025. D4: attempts have been made to gather all product identification information and no further information has been provided. D10: unk stem cat#: unk, lot#: unk. Unk humeral tray cat#unk, lot#unk. Unk humeral bearing cat#unk, lot#unk. Unk glenosphere cat#unk, lot#unk. Unk baseplate cat#unk, lot#unk. Unk peripheral screw cat#unk, lot#unk. Unk peripheral screw cat#unk, lot#unk. Unk peripheral screw cat#unk, lot#unk. Unk peripheral screw cat#unk, lot#unk. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Hawayek, b., martin, s., mcguire, m., caiola, m., haider, m. N., feng, l., & duquin, t. R. (N.d.). Treatment of b2 type glenoids with anatomic versus reverse total shoulder arthroplasty: a retrospective review. Jses reviews reports and techniques. (2025) pgs 131-139. Https://doi.org/10.1016/j.xrrt.2025.01.001.

Event description:
In a journal studying the results of tsas and rtsas in glenohumeral arthritic patients: it was reported that 1 patient underwent a single stage revision with I&d on an unknown date due to infection. All components were exchanged without further complications reported. Attempts have been made and additional information on the reported event is unavailable at this time.